Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an unknown journal article reported during induction testing this unknown subcutaneous implantable cardioverter defibrillator (s-ICD) successfully cardioverted ventricular fibrillation (vf). Following shock delivery there was back up pacing for three seconds then nine seconds of asystole. Boston scientific technical services (ts) reviewed the rhythm strip provided in the journal article and confirmed that the asystole is a result of the device changing sensing vectors. Attempts to obtain additional information were unsuccessful. No patient information/impact was provided.